Event description:
Information was received indicating that a smiths medical cadd legacy pump alarmed continuously. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. All keypad and labels were found intact. Physical damage was found on the rear housing and liquid crystal display (lcd) was visible. The event history log was unable to be downloaded. Functional testing was performed using the power up process. Testing was unable to duplicate the reported problem as the device was not able to power up. No root cause could be determined. To resolve the problem of no power up, the main board was replaced. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).